Manufacturer narrative:
\ The reported sample was returned for evaluation. Functional testing and visual inspection confirmed the reported leak on the corner of the bag. The cause of the condition was determined to be a manufacturing process. This issue can be caused by automated equipment variation when the bag is rubbed against a hard surface in the manufacturing process. Manufacturing controls are in place to reduce the occurrence of this issue. (B)(4).

Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.